Event description:
It was reported that the right ventricular lead had low impedance and was oversensing. It was also reported that the unipolar impedance was higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.